Event description:
Cameron health received information that 1 year, 16 days after implant, the patient presented to the clinic after an audible tone was heard. When a connection was established with the device, it was identified that the audible tone was due to a high out of range impedance (> 400 ohms). It was reported that the patient was hospitalized, auto therapy turned off, and a device header review was conducted via x-ray. It was further reported that there were no issues identified via xray or header review. The device was explanted and replaced with another s-ICD pulse generator 4 days after hospitalization. No issues were identified with the electrode. The electrode remains implanted. There were no adverse patent effects as a result of the explant. The device will be returned for analysis.

Manufacturer narrative:
The device was received by cameron health's quality laboratory on (B)(6) 2012. A follow-up report will be submitted upon completion of device evaluation. A review of the device history record was conducted. There were no issues identified that would have contributed to this event.